Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that the pace sense portion of this right ventricular (rv) lead was partially capped. The lead remains in service. No additional adverse patient effects were reported.